Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and high blood glucose. The customer¿s blood glucose level was 419 mg/. Customer¿s current blood glucose was 130 mg/dl. Customer reported that his screen seem to be going out the screen seems to be distorted. Customer reported that he woke up today with high blood glucose at 419 mg/dl, last night when he checked it was 150 mg/dl. Customer declined to troubleshoot since he cannot read the read the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Unit passed self-test. No unexpected missing segment/partial display anomalies noted. No display anomaly noted. Insulin pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.